Event description:
The reporter indicated that upon examining the chart, the rep noted unusual magnet rates during the pt's last telephone check and last dr visit. The magnet rate was 5 beats at 90 ppm, one beat at the programmed rate, and then appears to track the pt's intrinsic rhythm, sometimes up to rates of 100 ppm; this happened repeatedly.